Event description:
It was reported that the user dropped the ilet pump while handling a knee compression device, after which the cartridge connector broke off inside the pump; the display remained functional but the user was unable to remove the broken connector or cartridge despite guided troubleshooting, and a replacement pump was arranged. Symptoms included low insulin availability due to the inability to load or deliver insulin. Outcomes included interruption of insulin therapy and the need for device replacement. Investigation included customer service troubleshooting and education with attempts to remove the broken connector and rewind the pump. Investigation of this case revealed a mechanical failure of the cartridge connector interface with the connector lodged in the pump, preventing cartridge removal. It was concluded that the event was device-related due to a broken connector obstructing normal operation, and corrective action consisted of replacing the pump.